Event description:
It was reported that on (B)(4) 2012, patient presented with 100% restenosis of a 2.5x12 xience v rx stent that had been placed in the distal circumflex coronary artery on 29 march 2012 to treat a restenosed unspecified promus rx stent. Restenosis recurrence was treated with a non-abbott stent. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The unspecified promus rx is being filed under a separate manufacturing report number.